Event description:
It was reported that the 8800 system had an error message during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer needs to be updated. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.